Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. There was no patient involvement, as the customer had lost the pump for a month prior to the event and was utilizing manual injections for insulin therapy. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Subsequently, after beginning use of the pump, the malfunction reoccurred and the pump stopped all insulin delivery. The customer's blood glucose level was impacted (271 mg/dl). The customer administered a manual injection. Reportedly, the customer has manual injections available as alternate insulin therapy.